Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patients sister left voicemail on patient hotline reporting three right hip dislocations of trident components over a two month period. Patients sister is also inquiring about a product recall. Femoral head was the only component provided.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were provided for review with clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It is noted that the customer inquired if the device is part of a product recall. Based on the catalog and lot codes provided the reported device is not subject to a recall. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patients sister left voicemail on patient hotline reporting three right hip dislocations of trident components over a two month period. Patients sister is also inquiring about a product recall. Femoral head was the only component provided. Update: patients sister left voicemail on patient hotline reporting two right hip dislocations of trident components; february 13th and 18th. Patient required a "closed reduction and a brace to keep hip and thigh in place".